Event description:
Protective tubing covering needle slipped and prevented function of needle. The procedure was stopped and completed via percutaneous. There were no procedural complications reported.

Manufacturer narrative:
Lot records were reviewed and no anomalies were identified. The device was returned to the MFR for investigation. Examination of the device indicated the following: the 7fr introducer, including the sheath, was not compromised in any way. The bond joint of the protective sheath over the needle had failed, thus allowing the sheath to extend past the distal tip of the cutting cannula. Inspection of all in-process peek tubing assemblies were completed and no bond joint failure were identified. Analysis: we are unable to determine root cause of this failure at this time. Conclusion: we will continue to monitor the gluing of the assembly (B)(4).